Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: the sample consist of one (1) cassette units from p/n 21-7302-24 l/n unknown; the returned sample was received in new condition without its original package. Visual inspection: the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: the sample didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: sample was filled with water; the sample was connected to the cadd solis [cal. ID: 1.0326; due date: 08/2021] to look for unusual function. Results: the sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. No actions taken were performed since the complaint was not confirmed. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that the customer was using a smiths medical cadd cassette reservoir without problem, but after a while, a "no disposable, clamp tubing" alarm presented all of a sudden. Even after changing the pump with another, the alarm persisted. The cassette was replaced and the pump worked well. There was no patient injury.